Manufacturer narrative:
Vyaire medical file identification(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that they replaced the internal blender because the fio2 concentration did not match the set and monitored values. Error codes e50 and e54 relate to the o2 sensor and they reported they replaced and recalibrated without resolution of the error codes. E30 and e41 are regarding issues with the valve/sensor pcb that occurred after replacing the blender. Advised customer that all issues may be tied to the valve/sensor pcb failing. No patient involvement occurred with issue.